Manufacturer narrative:
The unit was received at the international service center. On 12/22/2016 the technician was unable to duplicate the reported problem. However; review of the diagnostic log confirmed the reported occurrence. Power management (pm) board and internal battery were replaced. Lithium-ion battery was operationally checked and fully charged and then no abnormality was confirmed. Pm board was received at the v60 vent manufacturing facility for evaluation. Investigation is anticipated, but not yet begun.

Event description:
Manufacturer's sales representative reported that while the v60 unit was being operated at the sales office, 'battery failed alarm' occurred. There was no patient involvement.

Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any evidence of damage or contamination. The pm board was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator passed the internal battery test. The customer's return pm board was tested and inspected and no faults were found. The root cause for the reported 'battery failed alarm' occurrence could not be identified.